Event description:
Report 2 of 3. Report received from (B)(6), stating "debris in sterile package." It is known that this event did not occur during surgery and that there was no pt/user injury or medical intervention. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the customer reported condition of "debris in sterile packaging" could not be confirmed. If additional info is received, a supplemental report will be sent. (B)(4).